Event description:
It was reported, "there will be an x-stop removal case. The removal was cancelled and has not been rescheduled as the patient needs cardiac clearance. Therefore, it is not known if the procedure will occur." No additional information was provided.

Manufacturer narrative:
Method - device not returned, followed up with company representative.